Manufacturer narrative:
The na, k, and cl calibrations were performed on 10-jun-2025 prior to the sample measurement, and they were acceptable. All electrodes were replaced on 05-jun-2025. The customer changes the electrodes weekly. The alarm trace showed an abnormal aspiration (sample probe) alarm. This is an indicator of possible poor sample quality. The field service engineer found that the cause was due to a pinched tubing (component failure). The service actions performed by the engineer resolved the issue. No further issues were reported after the service visit.

Event description:
We received an allegation of questionable ion-selective electrode (ise) results for 1 patient sample tested on a cobas 8000 cobas ise module. Results for the following tests were affected: sodium (na), potassium (k), and chloride (cl). Na: initial result: 116 mmol/l (was accompanied by a data flag). 1st repeat result: 144 mmol/l (rerun automatically and was accompanied by a data alarm). 2nd repeat result: 142 mmol/l. K: initial result: 3.73 mmol/l. Repeat result: 4.5 mmol/l. Cl: initial result: 126 mmol/l. Repeat result: 104 mmol/l. The data flag accompanying the na result, prompted the repeat of the sample on a different cobas ise module. The repeat results were deemed to be correct. No questionable results were reported outside the laboratory.

Manufacturer narrative:
The na electrode lot number was dls57 with an expiration date of 22-feb-2026. The k electrode lot number was ebx29 with an expiration date of 16-may-2026. The cl electrode lot number was dqk00 with an expiration date of 05-jan-2026. The qc was acceptable. The customer mentioned that they had abnormalities with the analyzer's performance. The field service engineer found an issue with the tubing. He replaced the tubings, the syringe seals, the pinch valve tubing, and the electrodes. He then performed air purges, mechanical checks, ise checks, and precision studies, and they were all within specifications. The investigation is ongoing.